Event description:
It was reported that the pump motor stall occurred due to the health care provider using magnet when trying to telemetry a pump. The motor stall recovered was noted in the event log. The patient was experiencing change in therapy effect with flu like symptoms. The symptoms occurred the week before it was reported and the patient was doing well after that. The health care provider expected to have 5 ml in the reservoir during refill and got 5-6 ml which was within the specification. The health care provider didn¿t think the flu symptoms was withdrawal. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).